Event description:
Pt reported that back to back test performed on pt's ss meter using separate finger sticks were 76, 86, 140 and 199 mg/dl (98% difference). No symptoms were reported. On follow-up, pt confirmed the above info and reportedly was using expired test strips. Pt did not have supplies needed to do control test. Quality control procedure was reviewed and meter/lab comparisons were discussed. Control solution and strips were sent to pt. There was no allegation of harm.